Manufacturer narrative:
A sample from the patient was provided for investigation and it was determined that the sample contains an interfering factor against the ruthenium label of the ft3 and ft4 assays. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies toanalyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The e 801 results were reported outside of the laboratory to the doctor treating the patient. The patient has no history of signs of hyperthyroidism. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6). For information related to the ft4 assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer, serial number (B)(4) . The patient was administered neomercazole medication based on the e 801 results. The sample was repeated on an abbott alinity analyzer.